Event description:
A coronary stent with delivery system was successfully deployed at the target lesion site in the pt's circumflex artery in 1995, approx 1.5 years ago. Restenosis of this stent occurred. Another coronary stent with delivery system was successfully deployed inside the previously deployed stent on 12/30/96. There were no add'l clinical sequelae reported relative to the event.